Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a dissected femoral artery during a st-elevation myocardial infarction (stemi) which required the implantation of a non-medtronic coronary stent and 2 everflex entrust stents in the iliacs. It was reported there was no allergy or symptoms present during the patient¿s stay at the facility where the stents were implanted. It was reported that the stents were implanted by (B)(6), (B)(6) medical center, in (B)(6). However, months post the reported procedure, the patient was experiencing some type of allergic reaction and presented to another physician. A slight rash and skin discoloration were reported. The patient has been provided with all of the stent names and metals associated with the everflex stents. The patient has reported attending a dermatologist and has reported having a biopsy carried out on the rash. The results of the biopsy have not yet been reported. It is not known if the patient received any treatment for the reported rash.